Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was refilling the reservoir, while refilling he pressed the act button and insulin started squirting out. Soon after; the device started alarming and restarted.

Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to moisture damage to the force sensor resistor. Also, found moisture damage on the electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he received compromised force sensor system alarm. His blood glucose was 123 mg/dl at the time of incident. The insulin pump will be returned for analysis.